Manufacturer narrative:
The reported event of lead impedance drop and increased threshold were not confirmed by analysis. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found external insulation abrasion was noted at 38.6-41.6 cm and 42.0-42.5 cm from the distal tip consistent with lead friction to the ICD can. Additionally, a full breach insulation degradation was noted at 7.5-9.0 cm and 9.7-12.0 cm from the distal tip.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation showed their right ventricular lead capture threshold was high and the defibrillator impedance had dropped out of range. The patient was asymptomatic. The physician explanted and replaced the lead. The patient was stable throughout.